Event description:
Device analysis found that the stent was partially protruding through the outer body distal end. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis revealed that the outer body was stretched on its proximal shaft and compressed on its distal shaft. The stent was found partially protruding through the outer body distal end. The inner body appeared to have kinked and separated on its proximal shaft. During functional testing, friction was experienced during advancement of the inner body within the outer body due to the observed damages. The dual tapered tip was conforming to its visual specifications, and the dimensions which could be measured for the stent, outer body and inner body were conforming to their dimensional specifications. The observed anomalies are indicative of high friction during stent deployment. The root cause of high friction during deployment cannot be definitively determined. However, information received indicated that the patient's anatomy was severely tortuous and that excessive tortuosity proximal to the lesion reduced the efficiency of force transmission from the stabilizer to the stent. Based on this information, it is probable that anatomical and procedural factors may have limited the performance of the device. Therefore, a root cause of operation context has been assigned to this investigation.